Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an electrophysiology (ep) interventional procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to 11f and the ep procedure was completed. Reportedly, while tightening the suture of the first proglide device, the knot came out. The suture of the second proglide device was tightened; however, it was noted that the white non-rail suture was twice as long as the rail suture. The suture was tightened and locked but there was still ooze around the site. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.